Manufacturer narrative:
(B)(4). Method: the dry line of the complaint rt380 adult evaqua 2 breathing circuit was returned to fisher & paykel healthcare (f&p) in new zealand for investigation, where it was visually inspected. Results: visual inspection revealed no damage to the returned dryline. Conclusion: we were unable to determine what may have caused the leak as reported by the customer as no fault was found with the returned device. The leak the customer experienced was most likely due to a loose connection in the setup. All rt380 adult evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject breathing circuit would have met the required specifications at the time of production. Our user instructions that accompany the rt380 adult evaqua2 breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms.'

Event description:
A healthcare facility in france reported that an rt380 evaqua2 adult breathing circuit was leaking. There was no patient involvement.

Manufacturer narrative:
(B)(4). The complaint rt380 evaqua 2 adult breathing circuit is currently en route to fisher & paykel healthcare for evaluation. We will provide a follow up report upon the completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported that an rt380 evaqua2 adult breathing circuit was leaking. There was no patient involvement.